Manufacturer narrative:
The insulin pump passed the displacement test. No button error alarm noted. Intermittent button response due to corroded keypad traces. Moisture damage on liquid crystal display board. Cracked case near liquid crystal display window corner, minor scratches to liquid crystal display window, cracked reservoir tube lip, cracked battery tube threads, scratched resevoir tube window and stained end cap sticker.

Manufacturer narrative:
The insulin pump passed the displacement test. No button error alarm noted. Intermittent button response due to corroded keypad traces. Moisture damage on liquid crystal display board. Cracked case near liquid crystal display window corner, minor scratches to liquid crystal display window, cracked reservoir tube lip, cracked battery tube threads, scratched resevoir tube window and stained end cap sticker.

Event description:
It was reported that the customer's insulin pump appeared to be damaged. Customer stated the device had been exposed to moisture and the keypad was unresponsive. Customer's blood glucose level was 8.4 mmol/l at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.